Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the procedure the laser did not perform the flap effectively that leads to an incomplete cut in the left eye of a patient and required the use of a crescent scalpel to detach the flap during refractive surgery. There are multiple related reports for this reported. This report addresses patient initials three (gs), left eye, and additional manufacturer reports will be filed for the other patients.